Event description:
It was reported that the device could not be removed, requiring surgical intervention. A 190cm filterwire ez was selected for use in a carotid artery stenting (cas) procedure. During the procedure, there was blockage of the protection filter with inability to remove it. The procedure was interrupted due to this event. The patient underwent surgery for filter removal and endarterectomy treatment. There were no serious injuries, and the event was considered resolved.

Event description:
It was reported that the device could not be removed, requiring surgical intervention. A 190cm filterwire ez was selected for use in a carotid artery stenting (cas) procedure. During the procedure, there was blockage of the protection filter with inability to remove it. The procedure was interrupted due to this event. The patient underwent surgery for filter removal and endarterectomy treatment. There were no serious injuries, and the event was considered resolved. It was further reported that after initial release of the filter, the filter sheath that covers it was blocked, and the operators could not finish the release. Since the filter could not be closed, it was determined that it could not be removed while it was still open. Therefore, the patient underwent surgery for filter removal. A thrombectomy catheter was also used during the carotid endarterectomy (cea) procedure.